Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2020 a patient (pt) from (B)(6) sent an email with an eye care provider¿s (ecp) note reporting a diagnosis of ¿os corneal leukoma located at 7 o¿clock¿ while wearing the acuvue® oasys® for astigmatism brand contact lenses. The ecp note was dated (B)(6) 2020 and stated that the pt is unable to return to contact lens wear until the event resolved. A call was placed to the pts ecp to request additional medical information, but nothing additional was received. On (B)(6) 2020 a call was placed to the ecp and additional information was provided: the ecp reported the pt went to the office and was diagnosed with leukoma. The ecp advised it was unknown if the visual acuity was affected. No medication was prescribed. The ecp refused to provide any additional medical information. Additional information was requested from the pt, but nothing additional has been received. The lot number of the suspect product is unknown. It is unknown if the suspect product is available for return for evaluation. No evaluation can be performed. If any further relevant information is received, a supplemental report will be filed.